Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500 , model: sc-2218-50, serial: (B)(4), batch: 14915036.

Event description:
It was reported that following an ipg replacement procedure (MFR. Report number: 3006630150-2021-00581), the patient had loss of stimulation due to high impedances on one of the leads. It was also reported that the patient experienced rib stimulation as the other working lead had migrated. This was confirmed via x-ray. The patient underwent a revision procedure wherein both leads were replaced. The patient was doing well post-operatively. The explanted leads were not returned.